Event description:
It was reported that a school nurse contacted support for assistance with dexcom g7 continuous glucose monitor (cgm) bluetooth connectivity issues resulting in signal loss to the ilet, and the user was guided to toggle the dexcom g6/g7 setting and restart the ilet, with instruction to allow time for the sensor to pair; blood glucose values were reportedly unaffected. Symptoms included no adverse clinical effects. Outcomes included no impact to health status and no hospitalization. Investigation of this case revealed a transient communication issue between the cgm transmitter and the ilet, consistent with cgm signal loss without sensor failure. It was concluded, based on established findings for similar reports, that the cause was temporary bluetooth communication interruption.